Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple cartridges were damaged at the patient line. No reported adverse impact to the customer's blood glucose. The customer loaded a new cartridge successfully.